Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the device powered itself off multiple times. Physio replaced the user interface and system controller pcb assemblies, which resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device logged event codes in the device's memory. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed the device power itself off on multiple occasions.